Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of asthma, lung disease. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of asthma, lung disease. No other clinical information or medical interventions were reported. In previous report manufacturer incorrectly mark "product problem" in b1 (adverse event/product problem) section. In this report b1 (adverse event/product problem) section corrected/updated as "both". The device has not yet been returned to the manufacturer for investigation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.